Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after leaving the pump in the bathroom while the customer showered. Customer was not outside of the labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support (cts), customer loaded a new cartridge. Multiple attempts were made by cts to determine if the issue persisted after loading a new cartridge; however, no additional information regarding this event was provided.